Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final MDR report that has the investigation findings included as well. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on accounts by the edwards clinical specialist present during the procedure. Available information suggests challenging imaging likely contributed to the event due to potential shadowing and difficulties with visualizing making it difficult to adequate capture leaflet which may lead to slda. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal in mitral position where a p10 device was placed in the a2/p2 position. The clinical specialist was made aware on post-operative day 198 of an slda (single leaflet device attachment) that was noted on post-operative day 30 tte (B)(6) 2023). There were no device issues during or post implantation. It was tough to visualize the posterior leaflet (catheter/device shadowing) which is the leaflet that had the slda. The grade of mitral regurgitation (mr) at baseline was severe, and post-op was mild. But the mr grade after the slda happened was moderate to severe. The patient was being treated with another pascal on (B)(6) 2024 to stabilize the slda.

Manufacturer narrative:
H6 impact code was updated/corrected from the initial MDR.